Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for ongoing driveline infection management, which progressed to septic shock and multisystem organ failure, which lead to death. The death was considered device related due to the driveline exit site. The device operated as expected. The pump was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information regarding the reported driveline infection; however, no additional information was provided by the account. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (local, driveline, pump pocket), sepsis, multi organ failure and dysfunction (including right heart failure, respiratory failure, hepatic dysfunction, and renal dysfunction), and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, lists infection as a potential late postimplant complication. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.